Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, increased threshold was observed. Physician suspects exit block. The patient's condition is stable and there were no adverse consequences. The lead will be monitored.

Event description:
New information received notes that the pacing lead impedance had been increasing over the past year. Lead will continue to be monitored.

Event description:
New information received states that svc coil was programmed off and later the lead was capped and replaced. There were no adverse events. The patient condition was stable.